Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient with an implanted neurostimulator ( ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had ineffective therapy; patient reported a fall on an unknown date. Impedance check on day of explant showed all contact parameters were within acceptable range. The device was replaced. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they first started experiencing ineffective therapy in (B)(6) 2016. They noted that they fell and ¿smashed it.¿ no further troubleshooting was done before their device replacement. No further complications were reported.